Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed. Analysis indicated the presence of oversensing. There was one ventricular fibrillation with 190 ms average v-cycle episode within one day after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that one day post implant, the device showed oversensing due to noise. No further episodes have been recorded over the past year. The device is still in use. No patient complications have been reported as a result of this event.